Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the physician was unable to find a stable position for the lead. The lead was not used, and the physician decided not to replace the lead. No patient complications have been reported as a result of this event.